Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and breast inflammation.

Event description:
Healthcare professional reported bilateral capsular contracture (baker grade IV). Healthcare professional additionally reported that "patient went to the ER due to ¿pain and breast inflammation associated to 38 celsius degrees fever. Patient treated with amoxiciline and clindamicine. Right breast slightly bigger than contralateral, with augmented temperature and local edema. No nodules found. Ultrasound shows two adenopathies on right axilla compatible with siliconomes. Changes in breast due to inflammation process. No liquid collections. Device separated from capsule, probably related to intracapsular rupture of the device¿. Follow up ultrasound noted ¿no nodular nor cystic formations. No rupture signs of both devices. On right breast, there is a significant periprosthetic spillage. On right axilla three adenopathies from a previous device rupture and free silicone this record related to the right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma late: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Inflammation-irritation : unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed.

Event description:
Healthcare professional reported right side capsular contracture (baker grade IV). Healthcare professional additionally reported that "patient went to the ER due to ¿pain and breast inflammation associated to 38 celsius degrees fever. Patient treated with amoxiciline and clindamicine. Right breast slightly bigger than contralateral, with augmented temperature and local edema. No nodules found. Ultrasound shows two adenopathies on right axilla compatible with siliconomes. Changes in breast due to inflammation process. No liquid collections. Device separated from capsule, probably related to intracapsular rupture of the device¿. Follow up ultrasound noted ¿no nodular nor cystic formations. No rupture signs of both devices. On right breast, there is a significant periprosthetic spillage. On right axilla three adenopathies from a previous device rupture and free silicone this record related to the right device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported bilateral capsular contracture (baker grade IV). Healthcare professional additionally reported that "patient went to the ER due to ¿pain and breast inflammation associated to 38 celsius degrees fever. Patient treated with amoxiciline and clindamicine. Right breast slightly bigger than contralateral, with augmented temperature and local edema. No nodules found. Ultrasound shows two adenopathies on right axilla compatible with siliconomes. Changes in breast due to inflammation process. No liquid collections. Device separated from capsule, probably related to intracapsular rupture of the device¿. Follow up ultrasound noted ¿no nodular nor cystic formations. No rupture signs of both devices. On right breast, there is a significant periprosthetic spillage. On right axilla three adenopathies from a previous device rupture and free silicone this record related to the right device. Device has been explanted and replaced.